Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the image never transfers to the navigation device. There was no patient present when this issue was identified. The medtronic representative suspected that the site was not pushing the navigation connection button as when he tested the system, it all worked as expected.